Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified lens/cartridge combination was indicated. The lens model is only qualified for use in specific cartridges. The handpiece indicated is qualified with the correct lens/cartridge combination. A qualified viscoelastic was indicated the root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified lens/cartridge combination. The lens model is only qualified for use in specific cartridges. The use of non-qualified products may result in lens delivery difficulties or lens damage. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A health professional reported a crack in the intraocular lens (iol), patient contact was noted and the procedure was completed. Additional information received; the lens was inserted into the left eye; once in the eye the surgeon noted the lens was cracked in the center with a hairline crack. The lens was removed and replaced without report of patient harm.